Event description:
While patient was being turned in bed while in ICU, ventilator alarmed high pressure and stopped ventilating. Patient was ambued -bvm- and moved to a different room and a new ventilator. Rt and bio med aware...ICU - room 8 closed. Respiratory therapy was present in ICU and reported hearing a sound from the ventilator that occurs when powering off. Vent was not cycling...ventilator screen displayed "same patient." Ventilator was removed from service and sent to bio med for evaluation. No apparent harm to the patient. -second episode of ventilator malfunctioning, but differently. 1st episode - 2008-. Bio med reported being unable to find any info that related to the malfunction that occurred with this vent. Phone assistance from pulmonetics. All possible causes being investigated at the onset of first / second episodes. Room 8 closed to patients/ventilators. Investigation continued with facilities checking any electrical possibility as well. During investigation, unable to eliminate the possibility of human error.